Event description:
It was reported that patient's anchor was broken. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein anchor was explanted and replaced to address the issue.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
A patient's anchor was broken was reported to abbott. Surgical intervention was undertaken wherein anchor was explanted and replaced to address the issue. The report event of broken anchor was confirmed. As received, visual inspection and microscopic inspection showed the returned swift lock anchor been broken in two pieces was found. The cause of the reported event is consistent with damage during use. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.